Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. For cartridge sn (B)(6): a technical support representative reviewed customer data and performed data analysis. Root cause was undetermined. For cartridge sn (B)(6): a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving false positive results 2x on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 17602f, reader sn (B)(6)). Two repeat cue covid-19 tests performed on unspecified dates provided negative results. Customer tested negative with a lucira molecular test on an unknown date. See (B)(4) for alternate false positive result.